Event description:
Wrong technique in drug usage process [wrong technique in drug usage process], brown-sequard syndrome [brown-sequard syndrome]. Case description: this is a device literature case report from the archives of surgery, jan1972, volume 104, page 107. The author reports similar events for two patients. This is the second of two reports. A girl with congenital kyphosis secondary to a wedged fifth dorsal vertebral body underwent right transthoracic excision of the vertebral body. The defect was strutted with rib grafts. Absorbable gelatin sponge (gelfoam) was used to control epidural bleeding on the right side of the vertebral canal behind the posterior longitudinal ligament. The pleura closed over the area, and the lung field fully expanded. No antibiotics were used. Postoperatively the patient did well and was placed in halo-femoral traction with increasing weights. On the seventh postoperative day she developed a brown-sequard syndrome with a sensory level on the left at d-5 and urinary incontinence. Her anal sphincter was relaxed. Reduction of weight led to no relief and she was promptly re-explored. Upon opening the pleura a yellow-white fluid gushed out under pressure from the area of the sponge packing. Grams stain showed a few poly morphonuclear leukocytes, but no bacteria. All cultures were negative, the patient recovered fully neurologically in six days. She was returned to halo-femoral traction and later underwent posterior spine fusion without difficulty. If device is returned, evaluation will be performed to determine if a malfunction has occurred. A review of pfizer's safety database for cases received through 05/15/2009, identified no serious cases from solicited sources and clinical studies reporting gelfoam or blinded therapy and adverse events encoding to the meddra (version 12.0) preferred term brown-sequard syndrome. In addition, no cases reported from non-clinical study sources reporting brown-sequard syndrome were identified during this period with gelfoam. Based on the information provided in the case, the reported event of brown-sequard syndrome most likely represented sequelae to postoperative surgery (transthoracic excision of vertebral body) for congenital kyphosis where gelfoam was used for hemostasis during surgery. As described in this case, a possible contributory role of gelfoam to cause this neurological compromise cannot be completely excluded due to sterile accumulation of fluid which resulted in transient neurologic damage from pressure. Other postoperative complications following transthoracic excision of vertebral body and not taking adequate measures while using gelfoam to control bleeding in closed spaces where vital tissues may be compromised could have also contributed to this type of clinical presentation. At the conclusion of surgery as gelfoam intended for hemostasis was not removed, wrong technique in drug usage process is being pulled as an event. Based on the information provided in the case, this individual report would not seem to modify the risk-benefit profile of the subject device. The need for corrective action is being evaluated and will be communicated in the final report. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Report source literature description. Journal: archives of surgery, author: james h. Herndon, title: compression of the brain and spinal cord following use of gelfoam, volume: 104, year: 1972, pages: 107.